Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring network electrocardiogram (ECG) report appeared to show that the implantable device was not capturing. When the patient arrived in the emergency room, it was determined that the device was functioning as appropriate and that the intracardiac ecgs were not indicative of capture which was confirmed with surface ECG. The network remains in use. No patient complications have been reported as a result of this event.